Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator. The system was tested and verified as ready for use. Isi has requested the illuminator involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's complaint history found no additional complaints related to this event. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and an error 48244 was found to be related to the complaint. An event verification confirmed the procedure was performed on the reported event date. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the system had a dark image issue. The image suddenly became dark as if the light had powered off. The customer informed that the lamp module only had a couple of hundred hours. The customer did not reseat the lamp or replace the lamp module though they had a spare lamp module. The technical support engineer (tse) reviewed the system logs. The tse found error 48244, indicating the illuminator failed to ignite. The illuminator housing had a brownish color around the lamp module connectors. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. Both fuses of the lamp module were good. The remote error logs showed several errors 48244 meaning the illuminator lamp failed to ignite immediately or when the illuminator lamp door was opened while the lamp was on. Frequent ignition failures indicated that the lamp module was nearing end of life or the ignition circuitry in the illuminator was failing. The illuminator was installed into a test system and the system started up without errors. The vision tests passed, except the image was darker than usual when the light was turned. All video input/output ports were verified. The system booted up in normal mode and left idle for ten minutes. The system was power cycled ten times and no issue occurs after extensive use. The illuminator fans were dirty and one of the screws on the illuminator control was lost.

Event description:
Refer to h10/h11 for follow-up information.